Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 3. Implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.